Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a piece of haptic missing. Work order search: no similar complaints were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated that the surgeon inserted a cc4204a collamer single piece lens, +10.50 diopter, in the eye and noticed the lens was torn. The lens was removed with no patient injury and the backup lens was implanted. Reporter stated that the patient is doing well and the cause of the event is unknown.